Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had an infection at the scs ipg site. As a result, ipg was explanted on (B)(6), wherein the ipg pocket site was cleaned. Reportedly, patient was hospitalized and prescribed antibiotics post-operatively (unknown oral or IV).

Manufacturer narrative:
Patient information: pt. Weight was missing in the initial report. The additional report consists of the missing information. The new ipg implant was missing in the initial report. The additional report consists of missing information.

Event description:
Additional information received: it was reported that new ipg implanted on (B)(6) 2017 and the ipg was connected to old leads. Infection has resolved. Therapy was restored post-operatively.